Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. Visual inspection found no defects with eschar in the knife track and on seal plates. The reported condition was not confirmed. Functional testing was performed with the returned device on simulated tissue with acceptable results. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife edge was inspected at high magnification, and no damage was observed. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The device was detected by both generators. It was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactory and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. The instructions for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the knife blade did not retract after the first activation and cut. Replaced with new similar device and it worked fine which completed the procedure. There was no patient injury.